Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced fluctuating blood glucose while using the ilet, including a high of 246 mg/dl that trended down and a low of 55 mg/dl, and the patient treated the low with oral glucose tablets; no device-specific problem or component issue was identified and the cause was unclear. Symptoms included hypoglycemia and hyperglycemia without reported physical symptoms. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings and insufficient information to identify a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.